Event description:
The event involved a plum a+ infusion pump. The reporter stated that a nurse from the emergency service said that there was a safety incident with the pump during infusion, which generated spark and smoke. A physical inspection was performed, the device turned on and general failure was evident, it did not produce an image and remains of burns were evident. The pump was taken out of service and a revision was requested. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was received for evaluation. An external visual inspection of the device was performed and no physical damage was found. As a first measure, a visual inspection of the power cable is carried out, it does not present deterioration, exposed cables or wires. A continuity test was performed on the power cable with the multimeter, evidencing its proper functioning. Electrical experiments were performed with the electrical analyzer, finding the leakage and resistance currents between the allowed ranges according to the service manual. The customer reports sparks and smoke in the device during an infusion with a patient, for safety the device is not connected to the ac (alternate current) outlet and internal verification of its components and cards was performed , finding pwa (printed wired assembly) power supply, pwa cpu (central processing unit) and key pad with spillage, which causes the power supply and cpu to short circuit generated smoke and sparks, these parts must be replaced in the repair process. Initial reporter facility name: (B)(6).